Manufacturer narrative:
The device was received for investigation. The reported problem was confirmed. The safety balloon was observed to be leaking. It is possible to damage the safety balloon if the user mishandled the device when removing the safety sleeve or if the sleeve was incorrectly moved in the direction of the stopcock instead of toward the infusion area of the internal carotid lumen. As stated in the IFU: the sheath should be moved and hang loosely on the infusion area of the distal lumen (away from the stopcock area). The lot history record for the device was reviewed, no issues were found during manufacturing or packaging that would cause or contribute to the reported event. Additionally, we have not received any reports of similar issues occurring for this lot.

Event description:
It was reported that the pruitt f3 safety balloon leaked at the yellow part of the white tap line while priming for a case. Device was unable to be used. No injury was reported to the patient.